Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a change in the morphology of the r wave on the primary vector. This change in morphology showed a drop in the r wave amplitude and elevation of st waves, which led to a low r/t ratio, resulting in t-wave oversensing. An underlying change in the patient condition is being suspected. Further evaluation of the patient and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.